Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump did not recognize batteries. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/16/2015 with the following findings: review of the pump¿s black box revealed no rebooting events. No damaged was found to the battery compartment or cap. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.